Event description:
Reporter indicated that vns pt was unable to feel device stimulation the day after normal mode output current was programmed to 1.75ma and that the pt also experienced an increase in seizure activity on the day that pt could not feel device stimulation. Treating neurologist does not know whether the increase in seizure activity was above pre-vns baseline frequency. At follow-up office visit a few days later, the pt's device was interrogated, after which the pt felt device stimulation. Based on known device settings, generator battery end of life is not likely. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Investigation has been unable to determine whether the device is functioning properly because requested device programming history has not been received for review. Report is incomplete because no response has been received to manufacturer's request for additional information from treating neurologist (via fed-ex x1, via telephone x1).

Event description:
Further follow-up revealed that the physicain believes the increase in seizure was likely caused by a decrease in the pt's anti-epileptic medications or stress due to the pt's pregnancy. Programming history was received and reviewed. There were no anomalies or programming errors seen on teh programming history that would cause or contribute to the pt not feeling stimulation. The pt is currently doing fine and can feel device stimulation. The pt may be becoming accustomed to the stimulation; therefore, not feeling as previously reported.